Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of inflation issues and pump collapse could not be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual analysis of the pump identified the kink resistant tubing (krt) was worn down to filament; however, the component passed all functional tests performed. Visual and microscopical inspection of the cylinders revealed wear at fold in the cylinder bodies. Cylinder 1 had a pinhole leak in the proximal cylinder body result of sharp instrument consistent with explant damage. Cylinder 1 could not be functionally tested due to the leak identified. However, cylinder 2 performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the pump was not working. A surgical procedure was performed. Upon exposing the pump, no obvious signs of leakage was noted; however, the pump stayed flat when squeezed and the cylinders did not inflate. Troubleshooting was attempted by resetting the valve with successful results. Although the pump worked consistently after the valve realignment, the patient had already requested a replacement of the ipp. The surgery continued by removing the ipp and replacing it with a device from another company. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the pump was not working. A surgical procedure was performed. Upon exposing the pump, no obvious signs of leakage was noted; however, the pump stayed flat when squeezed and the cylinders did not inflate. Troubleshooting was attempted by resetting the valve with successful results. Although the pump worked consistently after the valve realignment, the patient had already requested a replacement of the ipp. The surgery continued by removing the ipp and replacing it with a device from another company. There were no patient complications related to the event.